Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 150 mg/dl at the time of the call. The customer used glucose tablets and was given a glucose shot to treat. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. The customer had a bolus of 12 units before the low that they do not remember delivering. The customer stated they might have pressed buttons accidentally while the pump was in their pocket. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.